Manufacturer narrative:
(B)(4). The device was disposed of and will not be returned.

Event description:
It was reported that during a hysterectomy & bowel repair procedure, during the course of hysterectomy, bowel injury was noted by dr. (B)(6). Dr. (B)(6) was called in to repair injured bowel. Upon inserting and firing the device, it was noted that stapler fired and cut, but no staples were delivered. The device was removed and anastomosis was created with a hand sewn technique very low in the pelvis which added four hours to the procedure. Per comments by dr. (B)(6) and (B)(6), the patient developed a leak which resulted in drainage and re-operation. The re-operation was performed using a circular stapler and ileostomy was created to facilitate adequate healing of the affected area. One device was discarded.